Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s high blood glucose value was 459 mg/dl and low blood glucose value was 40 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.